Event description:
Baxter reported the notation of a leak in the cassette of the homechoice set at the end of a home patient's automated peritoneal dialysis therapy. Reportedly, upon closer examination cracks were noted at the base of the cassette. No patient injury or medical intervention was indicated.